Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was necessary due to a loosening glenoid component. The glenoid was removed and a glenoid augmentation using allograft was performed. The shoulder prosthesis was replaced to inverse total shoulder arthroplasty. No further information received.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. The picture provided by the customer attached to the complaint revealed that the customer reported a wrong part; the picture is not an arthrex device ar-9105-02. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. No problem found.